Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer; 2 mitraclips implanted. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficulty experienced during removal of the lock line which occurred during use with the clip delivery system, and required intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully. The third clip was placed and the mr was reduced to 1-2. The decision was made to deploy the clip. The lock line cap was removed and the ends of the lock line were unwrapped without difficulty. After approximately 5 cm of the lock line was removed, the physician felt resistance. It was not possible to further remove the lock line due to a knot located at the end of the lock line which had been drawn inside the lock lever. The knot in the lock line was observed in the area where the lock lever is introduced to the clip handle, about 4 cm inside of the lock lever. The decision was made to cut the lock lever with a scalpel where the lock lever is introduced to the clip handle. The lock lever was cut safely, and it was possible to grasp the end of the lock line with the knot. The lock line was removed and the clip was deployed safely. The mr grade was reduced to 1-2 and the patient was clinically stable post-procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the knot of the lock line resulting in the difficult to remove lock line can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology), user technique or procedural conditions (unintended curves on the device during advancement). With regards to patient conditions, procedural conditions, and/or user technique, the knot in the lock line may be influenced by the unwrapping technique used prior to removal of the lock line. In this case, the information provided in the case details stated that the physician had reported resistance was felt and that a knot was observed on the end of the lock line which had been drawn inside the lock lever. As the knot had been drawn into the lock lever, it is likely that the knot was too large to advance into the lumens, resulting in the lock line being difficult to remove. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history found no similar reported events. Based on the information reviewed and without the product to examine, a definitive cause for the knot in the lock line could not be determined; the difficult to remove was most likely attributed to operational context / procedural conditions associated with the knot in the lock line. Although it cannot be definitively confirmed, it is possible that during the unwrapping process the lock line became inadvertently twisted, resulting in the generation of the knot. It should be noted that per the mitraclip system instructions for use (IFU), the user is instructed to ensure that the (lock) lines are not twisted prior to removing the plastic cover form the lines. Based on the information reviewed, there is no indication of a product deficiency.